Manufacturer narrative:
User reported issue could not be duplicated. The device passed the air-in-line alarm test. Other issues were discovered during the test but not related to the user reported issue. Zyno medical submitted an e-MDR (3006575795-2016-00042_complaint (B)(4)) on 10/25/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The pump was found to have air in the tubing starting at the IV bag throughout the pump and almost to the patient (without alarming). The patient involved was not harmed and was released without any issues. This pump was infusing 1000cc of IV saline at rate of 500cc/hr to 530cc/hr.